Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the lead of the patient had migrated which was confirmed thru imaging. The patient underwent a lead replacement procedure. No further information has been obtained.